Manufacturer narrative:
(B)(4).

Event description:
The patient reported a return of symptoms after an EKG on (B)(6) 2016. She was peeing all the time. The patient was redirected to their healthcare provider (hcp). Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.